Manufacturer narrative:
A getinge senior territory manager (stm) evaluated the iabp and replaced the solenoid driver board under the current field action. All functional and safety tests were performed to factory specifications, and the iabp was released for clinical service.

Event description:
It was reported that thecs300 intra-aortic balloon pump (iabp) had displayed error code 58 (power-up vent test failed). The pump was checked again and it displayed code 58; pump was removed form service and isolated. Patient involvement is unknown, however there was no adverse event reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) displayed electrical test fails code #58. The pump was checked again and it displayed code 58; pump was removed form service and isolated. This event occurred during service/test by the customer. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be submitted if any further details are provided.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had displayed error code 58 (power-up vent test failed). The pump was checked again and it displayed code 58; pump was removed form service and isolated. Patient involvement is unknown, however there was no adverse event reported.